Manufacturer narrative:
Justification for no UDI: this device was manufactured before UDI requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a resistor on the pace/defib (pd) engine board. The pd engine board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib disabled" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.